Event description:
It was reported that this right ventricular (rv) lead exhibited varying shock impedances with some measurements exceeding 125 ohms. The health care professional (hcp) was unable to reproduce any shock impedance measurements greater than 100 ohms while performing isometrics and pocket manipulation. There was no evidence of noise observed. Technical services (ts) suggested the hcp could increase the shock impedance out of range alert limit from 125 to 150 ohms but educated hcp that if shock lead impedances exceed 145 ohms with delivered shock, the waveform is truncated and resulting shock is monophasic. No adverse patient effects were reported. No intervention performed.